Event description:
Pt's wife thought that he might be having a heart attack so she tested him with suspect device and blood glucose = 135 mg/dl. At the hospital 20-45 minutes later his blood glucose from the lab was 35 mg/dl. Pt received glucagon by injection and was monitored for his heart condition.